Event description:
The manufacturer previously received information alleging low inspiratory pressure, low vti, and check circuit alarms occurred. There was no harm or injury reported. Low inspiratory pressure and low vti alarms are user settable in volume modes but not in pressure modes. These could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. If the device has a failure (failed sensor for example), a specific error code related to the failure would likely be generated. Only in the case of a failure could there be a negative impact to therapy and therefore this would be reportable. Check circuit alarm indicates that the user set up the circuit incorrectly, or that tubes in the circuit are disconnected or pinched. It is unlikely that this would be caused by a failure. If this is caused by a failure, an additional error code tied to the failure would likely be generated. This error code on its own does not represent an impact to patient therapy. The ventilator was returned to the manufacturer for evaluation, an operational check was performed to check the reported issues, but the issues were not duplicated. The event log was checked and check circuit, low inspiratory pressure, and high vti error codes were observed. Since the issues were not improved after replacing the circuit, the active exhalation control module was replaced. As stated previously, these error codes do not represent an impact to patient therapy. Separate from the above issues, an error code related to the internal battery was observed during the operational check and confirmed in the error log. Err_not_charging_int_li_ion indicates that the device has been connected to ac power, the internal battery requires charging but the capacity is not increasing. The device will continue to pull from ac power even if the internal battery has completely discharged. If a malfunction of the device is the root cause, it is reportable because standards require that the backup battery be available. It is believed that this issue was due to a malfunction of the power management board, which was replaced to address the issue.